Event description:
During lap-assisted liver resection, the left lobe had a less than 1 cm abnormal lesion excised with harmonic scalpel. The right lobe had a 2 cm nodule. Transection attempted with harmonic scalpel; the white plastic coating on the jaws of the harmonic tip came off while in use. Equipment switched to maryland tip ligasure to continue the procedure. No injury. Reference MFR #3005075853-2018-09525.